Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed on two pieces of the drain. The tube part broke about 20 cm from the proximal end. The drain could have broken following some initial damage in use.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a shoulder repair procedure on (B)(6) 2015 and a drain was placed under the skin. On 02/17/2015, when the ICU nurse was milking the outer part of the drain, it broke without putting any strength on it. The entire drain was removed on the same day from the patient, which was one day earlier than scheduled. There were no complications and the patient was in good condition. It was opined that it was possible the breakage occurred by some kind of mechanical pressure during or after the surgery. There were no adverse patient consequences.